Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient experienced a deep vein thrombosis ipsilateral to the right femoral vein access site several days after the cardiomems implant procedure. A computerized tomography chest angiogram was performed and it was confirmed that there was no pulmonary embolism. The patient was hospitalized for treatment and medication was changed. The thrombosis was resolved on (B)(6) 2019 as confirmed by imaging.